Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During initial implant, poor parameters were observed on the right atrial (ra) lead. No intervention was performed at that time. The patient was stable condition and will continue to be monitored.